Event description:
During evaluation of a returned homechoice machine, two increased intra-peritoneal volume (iipv) events were identified which occurred in the therapy initiated on (B)(6) 2011 11:15:01. During night drain cycle two, the patient's ultrafiltration reading was 424ml, indicating the home patient (hp) drained 424ml more than their maximum programmed fill volume of 200ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was the cause for the iipv was undetermined; there was not enough evidence to make a determination. If any additional information is received, a follow-up will be sent.